Manufacturer narrative:
The device was returned for analysis. The material separation and failure to cycle were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported that a retroperitoneal hemorrhage occurred due to high access of the devices and inability to close with a device. It should be noted that the perclose prostyle instructions for use (IFU), states: do not use the perclose prostyle smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The root cause of the reported difficulties cannot be determined. The patient effect of hemorrhage is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatments is related to circumstances of the procedure. In this case, based on the information reviewed it is possible that a needle deflection due to anatomical interaction induced the needle to cuff miss. It is possible the foot separation occurred due to the deflection or manipulation of the device with the foot open while against the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot separation was found during evaluation for the returned proglide device (cn (B)(4) and the separated foot was not returned. Follow-up with the account confirmed that the separation was noted during the procedure upon removal of the device. The location of the detached foot is unknown; therefore, potentially remains in the patient. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide and a prostyle device after a transarterial chemoembolization interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. The prostyle was successfully placed but a suture break occurred while tightening the knot. A retroperitoneal hemorrhage occurred due to high access of the devices and inability to close with a device. The hemorrhage was treated via surgery and manual suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.